Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. Investigation revealed an intact and undamaged keypad with fully responsive keypad buttons. Upon removal of the keypad cover, no evidence of contamination was found on the key contacts. The pump was opened up and no evidence of the moisture or corrosion was noted near the keypad connector. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.